Manufacturer narrative:
Additional results from a centaur analyzer and a cobas e411 analyzer were provided for the sample in question.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent issue was not suspected as this was an isolated and non-reproducible event.

Manufacturer narrative:
On (B)(6) 2022, a new sample from the patient was tested and the following results were obtained: tsh: 3.66 uiu/ml, 3.73 uiu/ml, and 4.17 uiu/ml. Ft4: 1.11 ng/dl, 1.00 ng/dl, and 1.14 ng/dl. Ft3: 5.0 pg/ml, 3.8 pg/ml, and 4.7 pg/ml. Anti-tshr: 5.5 iu/l. The questionable results were not reported outside of the laboratory. The investigation is ongoing.

Manufacturer narrative:
Sample material from the patient was submitted for investigation. No interfering factors were identified and all ft3 results were within the reference range for the assay. No product problem was found and the reagent performed within specification. The cause of the event could not be determined. Assays from different vendors can generate different values due to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used.

Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas e 801 module. The serial number was requested but was not provided. The sample was submitted for investigation and was tested on another cobas e 801 module and a cobas e 602 module. Of the data, only the results for the elecsys ft3 iii assay were discrepant. It was unknown if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.